Event description:
It was reported the catheter had broken off at the insertion site and retracted in to the intrathecal space so it was un-retrievable. As a result of the event a revision took place and a new catheter was placed. A dye study was done as diagnostic testing and the healthcare provider (hcp) was unable to aspirate the catheter. The product issue was resolved. The patient experienced a loss of pain control over the last few months. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced less than 50% therapy relief. It was further reported the patient was doing fine. The drug being delivered via the device system was fentanyl.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8703, lot# j94142157, implanted: (B)(6) 1994, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the catheter found the catheter body was incorrectly assembled or sutured. The catheter was returned in 2 segments. There was damaged/abrason seen on the distal end of segment 1 and the proximal end of segment 2. Both segment 1 (distal end) matches segment 2 (proximal end). Reattaching the 2 broken ends possibly reveals the damaged/abrason area was rubbing against something for a period of time while implanted. The appearance of the damaged indicates, likely there was no strain relief shroud attached to the pin connector of the catheter while implanted. Analysis of the other catheter found the sc connector had coring-tears-cuts in the seal and met leak criteria. Indents and circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen.